Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp therapy due to noise. Noise from oversensing was reproducible in clinic with isometrics. Programming changes were recommended. Patient was doing fine after the event and elected to have hv therapy turned off.